Manufacturer narrative:
D10: 300-01-09 - eq, humeral stem primary, press fit 9mm: b027513. 320-15-05 - eq rev locking screw: b325996. 320-20-00 - eq reverse torque defining screw kit: b420594. 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: b267052. 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: b383529. 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: b338271. 320-31-36 - glenosphere, 36mm: b442139. 320-35-01 - small glenoid plate: b227183. 321-52-07 - 3.2mm drill bit sterile: b436350. 322-10-00 - humeral adapter tray, +0: b394605. 322-36-00 - 145-deg pe 36mm hum liner +0: b452957. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 10 months and 4 days post the initial right reverse total shoulder arthroplasty, the patient complained of pain/discomfort following surgery. X-rays appeared to be normal. The patient articulated that they were unable to rest their arm when lying down. The surgeon suspected stiffness due to tightness in the joint. The patient was revised and all humeral components were removed. Some more proximal humerus was resected. The surgeon placed a smaller stem in the humerus utilizing cement for fixation. Tray and liner combinations were trialed and implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.